Event description:
Patient suffered unresponsive episode at home while riding a lawn mower. This was witnessed by a family member. Patient unresponsive with agonal respirations. When first responders arrived with defibrillator, no shock advised. CPR continued en route to hospital with return of respiration. Patient with a history of cad (coronary artery disease), icm (idiopathic cardiomyopathy), heart block, and post-pacemaker implant at another institution two years ago. Patient had the device interrogated in hospital with normal interrogation findings - no vt (ventricular tachycardia) greater than 170 beats per minute. Patient was brought to the lab (cardiac cath lab) and had an upgrade done from vvi (ventricular sensed/paced) pacemaker to ddd (dual chamber sensed/paced) pacemaker with a new generator inserted (another manufacturer - per patient/family request). Patient tolerated the procedure well with minimal discomfort. Explanted device returned to boston scientific via representative. This device currently is under advisory alert.